Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, g3 h2, h4, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to damage on main/circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera had no image. The issue occurred during set up. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.